Event description:
Further information was received that the patient underwent full revision (replacement of the lead and generator). It was noted that the patient's original lead was placed high on the vagus nerve and with surgical clips. The physician reported being able to visually see corrosion and fluid in the existing lead as well as a small fracture with a kinked appearance. A portion of the lead including the lead electrodes were left implanted in the patient. The explanted products have not been received by product analysis to date.

Event description:
Patient was referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient experienced a fall and reported feeling neck painful stimulation after the fall. It was noted that diagnostics were performed and high impedance was found. The patient was referred for surgery evaluation for possible lead revision. It was noted that settings were lowered. Clinic notes received for the patient stated that the patient tripped and fell and then began to experience sharp electric sensations in the neck that were not experienced before. It was noted that the patient¿s neck pain subsided after the output current was decreased. The device was reported to have been disabled and it was noted that the patient felt better after disablement.